Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period

Event description:
It was reported that the patient¿s pump had indicated a reservoir volume of 0, although the medication bag had still appeared to be approximately three-quarters full. The patient had expressed some concerns over pain control. The patient reported that the pain control had not been as effective this time compared to past experiences. There was no injury. The event occurred while in use.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.